Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: a sample evaluation was not performed as the device was not returned. Three electronic photos were reviewed. Photo 1 shows product labeling of the conquest 40 device and the lutonix 035 device. The labeling matches the reported information in this complaint. Photo 2 and photo 3 show a lutonix 035 device and a conquest 40 device. The lutonix 035 device appears to be different in each photo. The devices are being held out above a table with other equipment. It appears the lutonix devices hub began closer to the distal end of the device than the conquest 40. However, it is unable to be determined if the device is under the necessary specifications based upon the photos as the length of either device is unable to be determined. Therefore based on the photo review, no confirmations can be made and the investigation remains inconclusive for the reported device length issue. A definitive root cause for the reported device length issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2021), g3. H11: h6 (method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the device allegedly did not reach the targeted location. The length of the device was compared with another device labeled to be of the same length and was found to be shorter. The device was allegedly reported to have a labelling issue. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during a procedure, the device allegedly did not reach the targeted location. The length of the device was compared with another device labeled to be of the same length and was found to be shorter. The device was allegedly reported to have a labelling issue. The procedure was completed using another device. There was no reported patient injury.